Manufacturer narrative:
H.6. Investigation: customer returned several images of a syringe alongside a polybag labeled for 1.0ml, 30 gauge, 8mm syringes from lot 0307033. The syringe has had its needle hub connector break off with the needle hub and shield. The needle hub features a portion of the connector inside of it, with the needle hub likewise lodged in the shield as well. A review of the device history record was completed for batch# 0307033. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of cannula separation as the entire end of the syringe has broken off. There were no quality notifications or maintenance dispatches made during the production of this batch. No root cause for this defect can be determined. H3 other text : see h.10.

Event description:
It was reported that syringe 1.0ml 30ga 8mm 10bag 500 l amr hub separated. This occurred on 4 occasions. The following information was provided by the initial reporter: she informs that she uses the syringes to apply botulinum toxin in her office and in the lot informed, two syringes presented the following deviation: when she was removing the orange protective cover, she found that the needle was stuck, "as if there was a plastic syringe around the needle and had melted inside the orange protective cover".

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 0307033. Medical device expiration date: 2025-11-30. Device manufacture date: 2020-11-02. Initial reporter phone#: (B)(6). Initial reporter fax#: cpf: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1.0ml 30ga 8mm 10bag 500 l amr hub separated. This occurred on 4 occasions. The following information was provided by the initial reporter: she informs that she uses the syringes to apply botulinum toxin in her office and in the lot informed, two syringes presented the following deviation: when she was removing the orange protective cover, she found that the needle was stuck, "as if there was a plastic syringe around the needle and had melted inside the orange protective cover".